Event description:
It was reported that the pump frequently alarms no disposable, pump won't run. No patient injury. No additional information is available.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. All labels were still intact. No physical damaged was found on the device. As a result of checking the event history log, it confirmed that there was a record of occurred nda when the pump operated on (B)(6)2022 . During the functional test the customer reported issue could not be duplicated. As a preventative measure, the downstream sensor was replaced and the upstream sensor was recalibrated. The product is beyond 3 years from manufacture date of 2019-08 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.